Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results found that the device was received in good visual condition and with a reload present. The reload was received partially fired and with the pan dislodged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a living donor nephrectomy. On the first firing, the cartridge (plastic) was in the patient, but the metal part remained in the device. The staple line was formed properly. The cartridge was removed from the patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.